Event description:
It was reported that in central processing, a frayed cable was indentified on the prograsp forceps instrument. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's pitch and drive cable to be frayed. The pitch up cable was frayed at the distal clevis hub. Frayed strands were observed to be sticking out at the wrist of the instrument. The other cables at the wrist of the instrument were undamaged. No other damage was found.